Event description:
A customer called baxter technical support after noticing a valve actuator was chipped on port 24 of the exactamix compounder. No patient involvement was reported by the customer. However, a chipped valve actuator can lead to an over delivery of an intended ingredient in a patient's tpn bag.

Manufacturer narrative:
The exactamix compounder was evaluated and a visual inspection confirmed that an edge of the valve actuator button was chipped on port 24. Functional system testing, flow testing, and an electrical evaluation were performed. The device passed all testing without errors. The damaged valve actuator button was replaced. A review of the device's service history revealed this device has not been previously serviced. A manufacturing review was performed and found no indications that the manufacturing of this device contributed to the reported event.